Event description:
It was reported that the user fell out of a powered wheelchair and broke both legs. The user was not wearing the positioning strap at the time of the incident. Should additional relevant information become available, a supplemental report will be submitted.